Manufacturer narrative:
18-apr-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Not injured [no adverse event]. Brush heads only last for approx. 1-2 weeks...slip off of the metal pin - oral-b [device breakage]. Metal pin...appeared to be a little narrow - oral-b [device physical property issue]. Case narrative: female consumer via phone stated that the oral-b toothbrush heads only lasted for approx. 1-2 weeks and they slipped off of the metal pin on the oral-b toothbrush. The metal pin appeared to be a little narrow. No injury was reported. On 22-mar-2023 case update: the suspect product lot was bb703150618. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Not injured [no adverse event]. Brush heads only last for approx. 1-2 weeks...slip off of the metal pin - oral-b [device breakage]. Metal pin...appeared to be a little narrow - oral-b [device physical property issue]. Case narrative: female consumer via phone stated that the oral-b toothbrush heads only lasted for approx. 1-2 weeks and they slipped off of the metal pin on the oral-b toothbrush. The metal pin appeared to be a little narrow. No injury was reported.